Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted.

Event description:
Baxter received notification from the (B)(4) medicines board regarding a complaint from a pharmacist stating that infusor filled with fluorouracil 3250mg in glucose infused over 30 hours instead of the prescribed 46 hours. Reportedly, the patient had no symptoms when disconnected on the (B)(6) 2012. At a later date, the patient reportedly experienced diarrhea. The patient was then admitted to the hospital on the (B)(6) 2012. The hospital staff indicated the diarrhea was thought to be related to the fluorouracil, "with renal failure contributed to by diarrhea." The patient reportedly experienced a urinary tract infection with the infectious agent identified as escherichia coli. The hospital indicated the diarrhea was secondary to fluorouracil colitis and started after rapid infusion of cycle 3 of folinic acid (fol), fluorouracil (f) and oxaliplatin (ox) (folfox) chemotherapy for metastatic colorectal cancer. The patient recovered after a 3 week hospital stay.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation; therefore, the reported condition could not be confirmed and the cause could not be determined. A batch review was performed for associated lot number (11n012) with no defects noted.